Event description:
Reporter stated that the customer attempted to use the aviva system but could not because of an error message. Reporter stated that she called the paramedics because the customer went into convulsions due to hypoglycemia. Reporter stated that the paramedics arrived in a few minutes, obtained a 34 mg/dl result on their system and treated the customer with oral glucose and another unspecified solution intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.